Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error during prime. It was reported that they were not able to perform displacement test. The customer's blood glucose was 118 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, prim or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Alarms noted during testing. (B)(4).